Event description:
Patient occured a stress shielding at the stem tip leading to a complete revision of the system.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event involving an sunfit th 57 cmtls dl mob cup + gripper was reported. Conclusions: technical investigation. Product was not returned making the technical investigation impossible. Documentary investigation: sunfit th 57 lot 1207205a. Manufacturing order: (B)(4) - 40 units manufactured. No non-conformity has been recorded on this batch. (B)(4) units put on the market by serf in february 2013. No other complaints have been recorded on this batch in the absence of more information, cause not established. Corrective action/preventive action: no action is required by stryker.